Event description:
During the case the generator randomly started making a very loud noise. The only way to get the noise to stop was by shutting off the machine and turning it back on. This also occurred the previous day as well when nurse was purging the line.